Event description:
Patient had groshong port placed two years ago. Patient presented after a fall and was found to have a fractured groshong port catheter with the embolized intra-vascular fragment located within the middle hepatic vein and coursing into the right atrium. Groshong catheter fractured at the level of the clavicle, similar to the numerous other groshong catheter fractures/perforations that have been previously tracked. Patient required procedure to remove the embolized catheter fragment and the port.